Event description:
The following has been reported: biomed reported: "pump problem yellow alarm & touch screen is not working" no active infusion stopped or any patient harm a preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for lcd no input. During initial evaluation the touch screen was not responsive to inputs. An internal investigation found the touch input flex cable had come loose from its connection to the main pcba. The connection was most probably knocked loose as a result of physical damages, as the rear housing, pneumatic plate, bag hook, and front housing were all physically broken consistent with a large impact(s). Plugging the cable back in restored functionality.